Manufacturer narrative:
This report is submitted on 16 march 2020.

Event description:
Per the clinic, the patient experienced skin overgrowth and scabbing at abutment site; subsequently the patient was administered topical antibiotics.